Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose level was 334 mg/dl.